Event description:
It was reported that battery cap broke off when customer attempted to remove cap and battery cap was not able to be removed. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unable to power up pump or perform displacement test due to broken off in half battery cap and stuck metal piece of this inside the battery tube threads and unable to remove. Corrosion found at the battery tube. Unit received with minor scratched lcd window.